Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5090100, model/catalog description: linear st lead kit 50 cm. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing stimulation at the non target area. It was noted that the lead had migrated. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.